Event description:
Before weaning the patient off of by-pass, a transesophageal echocardiogram was done. It was noted that the prosthetic valve was not correctly oriented. The prosthetic valve was removed then sutured back into place in the correct position.